Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, wear abrasion, opening and the device was found to be underweight. A microscopic analysis was performed which one crease sharp in the anterior side. Based on the device analysis the final assessment is a crease(sharp) in the anterior side due to a fold(flaw) opening.

Event description:
Health professional reported left side rupture. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.